Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, loss of capture was observed on the lv lead. Lead dislodgement was observed via chest x-ray. The lv lead was programmed off. The patient was stable and went home.

Event description:
New information received notes that the lv lead was explanted and replaced. The patient was discharged in good condition without complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.